Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument presented a rupture in the steel cable close to the angulation. The procedure was completed with no reported injury.

Manufacturer narrative:
A review of the customer provided image is consistent with the reported event of a broken cable at the distal end. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.